Event description:
Article from journal of cataract and refractive surgery 2011; 37: 1723-1725. Femtosecond laser was used to perform astigmatic keratotomy (arcuate keratotomy). After the incisions were made, a small air bubble was noted in both eyes, incisions were opened anteriorly and aqueous was seen to leak from the inferior incisions in both eyes. Incisions were seidel positive on testing with fluorescein, indicating a full-thickness penetration of the ak incision in both eyes despite formed anterior chambers. A bandage contact lens was applied to both eyes, and patient was started on antibiotics and steroids. First day post-op udva: 20/30 od and 20/25 os - both incisions appeared edematous, but there were no cells in the cornea or anterior chamber. Third day post-op - inferior incision in od still seidel positive with provocation but both incisions in os had healed. One month, all incisions had healed well with no signs of infection. Two month, udva, 20/20 od and 20.25 os improving to 20/20 with correction.

Manufacturer narrative:
(B)(4). Air bubbles in anterior chamber and full thickness corneal penetration. Three attempts to get information from the article authors have been done to identify the femtosecond laser used. No information has been provided. At the time of the event ((B)(6) 2010) the account had two lasers at the site: (B)(4). Service calls for an (B)(4) showed no problem was reported between (B)(6) 2010. Service calls for (B)(4) showed no problem was reported between (B)(6) 2010. System is not approved in USA for arcuate keratotomy (important safety information). Actual device not evaluated. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.